Manufacturer narrative:
The insulin pump was received with all buttons responding properly. However moisture damage was noted at keypad traces. The insulin pump alarmed motor error during basic occlussion test due to force sensor resistor damage by moisture. The insulin pump was received with cracked case at display window corners. The motor was tested outside the device and passed. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 214 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.